Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection using (B)(4) appendix f; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to confirm the customer leaks complaint.

Event description:
The customer reported via phone call that the reservoir was broken and had a leak at the snap cap. The customer's blood glucose level was 137 mg/dl. The reservoir will be returned for analysis.